Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 240 mg/dl. Customer stated that she was sweaty before the alarm occurred. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.